Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation. See updates to sections: d10, h3 and h6. The suspect device was returned to olympus and evaluated. The user reported problem that camera head was not working and the image was not appearing on the screen was confirmed and the cause assigned to a faulty cable unit. A DHR review, performed by the OEM, verified the product met specifications prior to release with no anomalies noted.

Manufacturer narrative:
The suspect device has not been returned to olympus and a root cause cannot be determined at this time.

Event description:
A user facility reported to olympus that the camera head was not working and the image was not appearing on the screen. The reporter indicated that when using another camera, the image appeared on the screen. There was no patient involvement associated with the event reported to olympus.